Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of an infectious peritonitis of a female patient in (B)(6) coincident with 1.5% dianeal pd-2 ultrabag (lot number1201044). The patient experienced peritonitis on (B)(6) 2012. The patient was on antibiotics and the event outcome was not reported. No further information was available.

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.